Event description:
It was reported that patient enrolled in clinical study, underwent left medial unicompartmental knee arthroplasty (B)(6) 2009. Subsequently, a revision procedure to a total knee was performed (B)(6) 2012 due to lateral degenerative joint disease progression and acl deficiency. No further information has been provided.

Manufacturer narrative:
Current information indicates lateral degenerative joint disease progression and acl deficiency caused the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under contraindications number 6 states, "disease or damage to the lateral compartment of the knee."